Manufacturer narrative:
Concomitant product(s): ddbb1d1, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead experienced oversensing. In addition, the ra lead experienced potential loss of capture. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.